Event description:
The rptr stated that she did a meter to lab comparison test during a routine visit to her dr. The lab draw was within ten or fifteen mins from the meter test. Her meter reading was 99 mg/dl, and the lab test result was 176 mg/dl. She did not have any symptoms. On followup, a control solution test was in range, 144 (100-151). The lifescan rep reviewed covereage, coding, cleaning, strip storage, as well as medications the rptr takes, and possible affect on meter readings.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8